Event description:
On (B)(6) 2013, it was reported that this vns patient¿s device was disabled in early 2012 due to concerns for bradycardia. Attempts for additional information have been unsuccessful.